Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a case report article that the right ventricular lead exhibited intermittent noise. The lead was explanted and an inside-out abrasion was noted on the lead. No further information was available.